Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. The root cause was determined to be a damaged cannula. Qualification records were reviewed, and the product met all acceptance criteria. The omnipod users guide (14421-aw rev d), chapter 7, page 96 includes, in part, the following warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients mother reported his blood glucose (bg) levels reached 359 mg/dl while wearing the pod between 24 and 36 hours. Removed pod and gave manual insulin injection to treat.